Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 1050.5 mcg/day), bupivacaine (19 mg/ml at 9.979 mg/day), and morphine (3.6 mg/ml at 1.8908 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. It was reported that the patient suddenly stopped getting therapeutic relief. She had a loss of pain relief. She confirmed that she did not fall or have any trauma. There were no environmental, external, or patient factors that may have led or contributed to the issue. She called the clinic and they scheduled her for a dye study on (B)(6) 2022. During the procedure, they were able to successfully aspirate, however, they were unable to locate the catheter tip. It was supposed to be at t9. It was determined that it had migrated out of the intrathecal space. The dose was not decreased at that time and the patient was scheduled for a revision. The patient was taken to surgery and the hcp decided to replace the entire catheter system. The pump dosing was decreased to fentanyl (2000 mcg/ml at 500 mcg/day), bupivacaine (19 mg/ml at 4.750 mg/day), and morphine (3.6 mg/ml at 0.8999 mg/day). The ptm (personal therapy manager) bolus dose was kept at 100 mcg per bolus but dropped from eight a day to six a day. The hcp gave the patient a 100 mcg therapeutic bolus in the pacu (post anesthesia care unit) and she experienced pain relief with zero signs of overdose from the bolus. The revision resolved the issue, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8782 lot# serial# (B)(4), implanted: (B)(6) 2018 explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 06-sep-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.